Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced recurring ¿sensor reconnecting¿ alerts on a dexcom g7 continuous glucose monitor (cgm) while using the ilet, which resulted in the ilet displaying a ¿bg dosing stopped¿ message; the user elected to start a new dexcom g7 sensor instead of troubleshooting. No adverse clinical symptoms reported. Outcomes included temporary suspension of automated insulin dosing with no health impact. User support included product support troubleshooting focused on cgm connectivity and re-pairing steps. Investigation of this case revealed a cgm signal loss event leading to ilet dosing suspension, with no ilet hardware malfunction identified and the issue resolving after cgm re-pairing and sensor replacement. It was concluded, based on previously established findings for similar reports, that the cause was intermittent cgm communication loss attributable to the cgm system rather than the ilet.